Event description:
The customer state they received a blood glucose result of 518mg/dl and went to the hospital. About an hour later at 11am the customer received a result of 387mg/dl. The customer was given an IV around 12:15 pm. At 3pm the customer was given a shot and IV . At 5 pm the customers blood glucose was 240mg/dl. The customer went home around 6pm. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.